Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for sensor. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre meter was reviewed and the dhrs showed the libre meter passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
An alarm issue was reported with the adc device, with use with reader. The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced painful and shaking hands, tingling, and shaking, and hypo symptoms. The customer required third-party treatment of glucagon and glucose drink. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device, with use with reader. The low glucose alarm did not sound and customer was unaware of changes in glucose levels. As a result, customer experienced painful and shaking hands, tingling, and shaking, and hypo symptoms. The customer required third-party treatment of glucagon and glucose drink. There was no report of death or permanent impairment associated with this event.